Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead had pacing impedances of less than 200 ohms in bipolar with no capture. In unipolar, pacing impedances were between 200 and 245 ohms with capture. There is no mention of intervention.